Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: when I went to handle the ultrafine 30u syringe it showed a transparent liquid. She reports that she uses bd ultra-fine syringes to apply insulin to her cat and in the informed batch she identified 3 syringes with a colorless liquid after removing the air that is inside the syringe. Visually, she has already noticed other syringes with this liquid (she could not say for sure how many). The customer identified 3 units with the liquid.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval? Yes. D9: returned to manufacturer on: 22-jun-2022. H6: investigation summary: customer returned (7) 3/10cc, 6mm, 31g syringes in an open poly bag from lot#: 1109189. Customer states that there is a transparent liquid. All returned syringes were tested and 5 out of 7 samples exhibited a small amount of clear liquid in the barrel. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. A review of the device history record was completed for batch#: 1109189. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Embecta was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Root cause: l2l dispatch#: 124730 was opened for dry barrels (insufficient silicone). The silicone nozzle guns were adjusted to allow more silicone into the barrel. However, the silicone gun can get overcorrected allowing too much silicone into the barrel.

Event description:
It was reported that 3 bd ultra-fine¿ insulin syringes experienced foreign matter in the fluid path. The following information was provided by the initial reporter: when I went to handle the ultrafine 30u syringe it showed a transparent liquid. She reports that she uses bd ultra-fine syringes to apply insulin to her cat and in the informed batch she identified 3 syringes with a colorless liquid after removing the air that is inside the syringe. Visually, she has already noticed other syringes with this liquid (she could not say for sure how many). The customer identified 3 units with the liquid.